Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was blocked. The following information was provided by the initial reporter: in ICU, line being prepped for medication, the bd maxplus pressure rated extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed, another used without issue. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 28-feb-2023 via medwatch # (B)(4).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that " the bd maxplus pressure rated extension set would not flush..." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22089430 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was blocked. The following information was provided by the initial reporter: in ICU, line being prepped for medication, the bd maxplus pressure rated extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed, another used without issue. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain.